Event description:
While in the process of transferring resident from the bed to the pt lifter, sling apparently became detached from lifter resulting in resident falling to the floor and hitting her right arm and left leg.